Event description:
The handheld device and related software was received for analysis on (B)(4) 2014. However, analysis has not been completed to date.

Event description:
It was reported that the nurse was having issues with powering on her handheld device. The handheld device was not responding to taps on the screen until the lock button was disengaged. Then, the handheld device powered on but would not load the programming software. The software flashcard was reseated but the issue did not resolve. The handheld device and software flashcard have not been returned to date.

Manufacturer narrative:
Type of device, name, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
Analysis for the handheld and vns software completed. The reported allegation was verified. The cause for the allegation is associated with a missing built-in storage folder. The cause for the missing folder is unknown, but is most likely associated with the flash memory in the handheld becoming corrupt. Once the memory was formatted, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.